Event description:
A set of kls martin custom oral splints used during craniofacial procedures did not seem to tolerate the sterilization process as intended. The splints appeared to melt and crack, rendering them unusable. This led to operating room case delays and use of an alternative, less-preferred method for cleaning of a second back-up set of splints. This has happened several times with the kls splints which may be too thin to tolerate the sterilization parameters recommended in the instructions for use. This has the potential to place patients at risk for infection or delayed surgery. We have asked the vendor to provide the splints a week ahead of time vs. The day before surgery, to avoid last minute splint defects related to sterilization. The splints were peel-packed and sterilized at 270f degrees (average load temp 272.8), for 4 minutes, 30 minute dry time. This has happened on several occasions with children undergoing craniofacial surgeries where splints are used. Manufacturer response for custom orthognatic splints for craniofacial surgery (per site reporter). The manufacturer is actively trying to assess why the defect is occurring.